Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump had a recurring motor error alarm and damage to the insulin pump reservoir tube lip. Customer stated that the reservoir compartment threading broke and had to glue it back on. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed prime and compromised force sensor test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. The insulin pump was received with corroded battery tube, reservoir tube lip completely broken off and missing end cap sticker noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Drive support cap was inspected and no anomaly was noted.